Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the marionettes, cheek, pre-auricular, and pre-jowl sulcus with 3 ml of juvéderm® voluma® with lidocaine. Over 2 months and a half, the patient presented nodules in the cheek (ck4), pre-auricular, and marionettes. The patient was treated with hyalase® . The symptoms have resolved.